Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported fluid leaking from the door area during the first fill. He stopped treatment and when he opened the door fluid came from around the cassette area. He cleaned the fluid around the cassette area and proceeded to change the cassette and start a new treatment. During his second fill after replacing the cassette, the system alarmed with a "check lines" message. The patient was not able to clear this error and performed manual exchange the following morning. He did not retain any sample for investigation. The patient stated that his drain fluid was clear and no antibiotic was necessary. No adverse event reported at this time.